Manufacturer narrative:
(B)(4). This is a combined initial / final report is being submitted to relay additional information. Occupation: author/md. Report source, foreign - event occurred in (B)(6). The product has not been returned to biomet (B)(4) ltd for evaluation, therefore, a thorough investigation has not been possible. Attempts were made to obtain additional information. However no response was received from journal article author. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Trend analysis could not be performed as product numbers are not available. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the study reported two post-traumatic hip dislocations occurred at 6 and 8 months after surgery that were reduced in ER and managed with brace for 1-month without need for revision of implants in group b. Attempts were made to obtain additional information. However no response was received from journal article author.